Event description:
The peritoneal dialysis (pd) patient reported an "air cassette" alarm on the liberty cycler cassette set. The patient disconnected from the liberty cycler and completed pd treatment with manual exchanges. During a follow-up call, the pd nurse stated that the patient had contracted peritonitis but she did not believe the two events were related.

Manufacturer narrative:
A clinical investigation was performed. The pd nurse stated that the patient was treated with prophylactic antibiotics. The pd nurse stated that the patient's liberty cycler's cassette door malfunctioned and caused the "air in cassette" alarm. Per the fmc associate medical director, the event of possible of peritonitis is unlikely related to the liberty cycler set. There was no reports of any fluid leaks. Peritonitis in a patient undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination . Medical records and treatment sheets were not available for review. The sample was discarded and not returned to the manufacturer for physical evaluation. A search analysis was performed to find any lot number delivered to the patient during the time of the reported event. There was no stock of the lot available for investigation. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.